Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Patient had experienced starting about 3 weeks ago mouth sensation, numbness, blisters in mouth. Healthcare provider (hcp) wanted to aspirate current drug from cap (catheter access port) but could not aspirate. Hcp also wanted to switch patient to 10 mcg/ml prialt at a lower dose than 25 mcg/ml to allow possibly 0.5-1.0 mcg/day. Current drug in the pump was indicated to be saline. Additional information has been requested; a follow-up report will be sent when it becomes available.